Event description:
It was reported that in the pt's room, after three weeks of the catheter being in place in the right internal jugular vein, the nurse tried to inject a medicine solution into the proximal lumen. Soon after that, the dressing was soaked with the medicinal solution. As a result, the catheter was removed and replaced with a new one. There was no pt injury, complications or death. The pt is noted as "good".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.